Event description:
It was reported that the patient was not did not have coverage on the left side. X-ray revealed that the lead had migrated. As such, surgical intervention took place wherein the lead was explanted to address the issue. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.